Event description:
A medtronic representative reported the site's vertek arm would no longer lock down. This event was reported outside the surgical theater and no patient was present.

Manufacturer narrative:
This alleged malfunction was reported outside the operating room and no patient was present. The returned vertek is well worn. When the handle is tightened to 4 foot pounds the starburst end remains loose. The reported failure has been verified. A replacement was sent to the customer to resolve the issue.